Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an scd sleeve. The customer states during surgery a failure of a scd sleeve occurred, causing pressure damage to the patient's calf muscles. There was a leak in tubing causing the patient's leg to not be compressed. Immediately after surgery, the patient had pain in both lower legs. The patient underwent an orthopedic examination for compartment syndrome of the calf muscles which was confirmed, however, there is no indication of a break in the calf muscles. No additional information is available at this time.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.